Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the history and the black box information for the event on (B)(4) 2012 have been overwritten and can no long be reviewed. The current black box contains no valid power on reset events. No evidence of loose components or moisture contamination found inside pump. The returned battery cap powers the pump on with vibratory and audible sounds. The pump was exercised for 24hrs with returned battery cap; no loss of power events were duplicated. Unrelated to the complaint, the display screen has a pinkish contrast. Removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump screen went blank. The reporter was going to get a new battery to try in the pump and call back if the issue continued. The reporter had not contacted animas. This report is being made based on the following; it is currently unknown if the pump lost power without alarming.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.